Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The device was received with cracked case at the display window corner, broken reservoir tube lip, missing reservoir tube o ring, minor scratched lcd window, and cracked battery tube threads.

Event description:
Customer reported that the reservoir is broken and coming out of the insulin pump. Customer stated that she has to use tape to hold the reservoir inside the pump. Customer's blood glucose reading was 323 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.